Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified and severely tortuous left circumflex (lcx) artery. The physician attempted to cross the target lesion with the 2.50x32mm taxus liberte stent, when crossing difficulties occurred. Upon removal, a flared stent was noticed. The procedure was completed with another of the same device. There were no complications reported and the patient condition was listed as "good".

Manufacturer narrative:
(B)(6). The stent delivery system (sds) device with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. There was blood and contrast visible in the distal shaft. Microscopic examination of the stent implant identified damage on the middle of the stent; one strut in the twelfth proximal row and one strut in the fourteenth proximal row were flared/bent back distally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).